Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem was first identified before a procedure.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event of an unresponsive panel was due to loosening of the connections associated with deterioration due to the age of the device and repeated use. An additional finding of lamp bolts and washers missing, identified on the device evaluation, is attributed to the user and likely lost during replacement of the lamp during maintenance.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to loose connections. Upon securing all connections, the unit was verified to operate as intended.

Event description:
A user facility reported to olympus that the front panel was unresponsive. There was no patient injury, associated with the problem, reported to olympus.